Manufacturer narrative:
The initial product evaluation has been completed. One 85910s handheld surgical instrument was returned in a plastic bio hazard bag. The lot was unknown since the original package was not returned. Visual inspection found dried solution on the silicone tip. Microscopic inspection showed dried solution in the silicone tip and possible burrs on the silicone tip. This instrument will be returned to the manufacturing site for further investigation. A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. This investigation is ongoing.

Event description:
The user facility reported the surgeon was polishing the capsule when the capsule guard punctured the bag. This has resulted in sulcus iol implantation. There may be some prolonged recovery or iop elevations due to prolapsed vitreous.

Manufacturer narrative:
The metal tip was protruding from one of the irrigation openings, confirming that the handpiece has been used by the customer. Dust particles are visible on the silicone sleeve. No burrs were detected nor does the sleeve show any kind of damage that could cause exposure to a sharp edge. Therefore, the reported problem was not duplicated. The photos of the sample were reviewed and the issue was discussed by multiple qm representatives as well as the head of process engineering. This investigation is complete.